Event description:
Customer reported damage to pump housing surrounding the usb port. Pump could still be charged, but screws did not hold the plastic piece in place, necessitating pump replacement. There was no adverse impact to the customer¿s blood glucose level, though blood glucose levels at event time were not available. Customer was informed of the need to replace pump and the replacement process was initiated, including instructions for returning the problematic pump to tandem. Customer declined to share information about backup therapy for insulin delivery during pump replacement.